Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that on the day of event, ion selective electrode (ise) failed sodium calibration due to elevated slopes. After troubleshooting activities the ise calibrated and quality controls were within range. The second time the customer ran quality controls, results were out of range. The customer installed a new electrode and recalibrated, after which quality controls were within range. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on four patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.